Event description:
The customer reports during an emergency cardiac surgical procedure, the b850 spontaneously rebooted eight times, before and after cardiac bypass. Following each reboot, the b850 recovered with full monitoring and alarm function. Alternate b850 replacement was available, however, the physician felt it was not safe to replace the b850 cpu during the case and chose to continue to use the device. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.